Manufacturer narrative:
The insulin pump was received with arrow buttons unresponsive due to corroded key pad traces. No button error alarm noted.

Event description:
The customer called to report a button error alarm and a frozen screen. The alarm occurred on april 19, but the screen was frozen at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.